Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with alerts of auto mode switch from (B)(6) 2018 on the implantable cardioverter defibrillator due to non-sustained right ventricular oversensing and inappropriate ventricular blanking. The patient presented with a competitor lead that exhibited intermittent undersensing and noise that resulted in atrial pacing. The pacing was inappropriately sensed in the ventricular channel by the device. Programming changes were discussed but not performed. No information regarding patient condition was available.